Manufacturer narrative:
After evaluation, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50. The issue will be tracked and trended internally.

Event description:
The complainant reported that while preparing for an impella 5.5 insertion, the automated impella controller was powered on and immediately displayed a controller failure alarm. The device was removed from use, and an alternate controller was selected and operated without any issues.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
D1 brand name was revised. The cause of this controller failure was due an optical bench lamp malfunction.